Event description:
It was reported, that the patient presented to the hospital. For a generator change out procedure. Review of the remote transmission via merlin.net shows, that the patient's right ventricular (rv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.